Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision due to instability. Poly wear was also reported.

Manufacturer narrative:
Examination of the submitted device confirmed anticipated wear of a polyethylene knee device implanted for approximately ten years. There were no indications of abnormal wear. A complaint database search finds no other reported incidents against the product and lot combination since its release for distribution. The investigation did not find any evidence of device failure. No evidence was found suggesting product failure and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.